Manufacturer narrative:
Weight, ethnicity, race: unk. Date of event: unk. PMA/510k: this product is not marketed in the us. (B)(4). Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -11.5/3.0/095 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients right eye (od) on (B)(6) 2021. Lens rotation not associated to a low vault and refractive surprise was observed. Lens remains implanted. Cause of event was unknown.